Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction¿.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer¿s arm was an obstruction between the transmitter and the pump so tandem technical support directed the customer to bring the transmitter and the pump within range to resolve the issue. However, the transmitter continued to not connect to the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.